Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).

Event description:
It was reported that during a transurethral needle ablation of the prostate the needles on the handpiece failed to completely retract. The device was removed from the pt with approx 3mm deployed after the last lesion was performed. There was some bleeding from the urethra which was controlled. The pt recovered without sequela.